Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the hospitalization after initial implant, there was suspected right ventricular loss of capture due to programmed output being low at the patient's request. This lead was surgically abandoned more than four years later as a new system was being implanted on the right side. No adverse patient effects were reported.